Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a cyst under the lifevest equipment. Patient described the area as a fluid filled cyst on back under te pad. The patient¿s wound care team has placed gauze over the cyst. Follow up indicated that the cyst improved.